Manufacturer narrative:
Section b5 was updated from "the customer reports that there was difficulty flushing the device. Upon removal of the tube a kink was noticed at approximately 10cm. The njt was replaced. The patient was educated regarding home feeds and flushing. The njt blocked at home and when the patient changed the naso fix dressing she noted that there was a hole in the tube just near insertion." To "the customer reports that the patient was admitted on (B)(6) 2019 for insertion of a njt during x-ray for enteral feeding. They experienced difficulty flushing the njt once the patient returned to the ward. The next morning the consultant reviewed the x-ray and asked for the tube to be removed 10cm, same issue occurred, they were unable to flush. The njt was removed and a kink was noted at approximately 10cm." The issue related to the njt that was blocked and had a hole is reflected on the initial report number.

Event description:
The customer reports that the patient was admitted on (B)(6) 2019 for insertion of a njt during x-ray for enteral feeding. They experienced difficulty flushing the njt once the patient returned to the ward. The next morning the consultant reviewed the x-ray and asked for the tube to be removed 10cm, same issue occurred, they were unable to flush. The njt was removed and a kink was noted at approximately 10cm.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that there was difficulty flushing the device. Upon removal of the tube a kink was noticed at approximately 10cm. The njt was replaced. The patient was educated regarding home feeds and flushing. The njt blocked at home and when the patient changed the naso fix dressing she noted that there was a hole in the tube just near insertion.